Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was deployed under ultrasound guidance. The footplate was well opposed to the anterior wall, and hemostasis was achieved. However, the patient developed a pseudoaneurysm and bleeding the following day. A pre-deployment angiogram was performed. Additional information was received on 27 aug 2025: the procedure was performed on (B)(6) 2025, and the patient was discharged the following day. A delayed presentation of retroperitoneal bleeding was detected on (B)(6) 2025, with sudden onset of hypotension. The patient complained of pain and swelling and experienced dizziness on the day hypotension occurred. The patient presented to the hospital and underwent emergency viabahn stenting via the left brachial approach. The issue resolved, and the patient was discharged in stable condition after 3 - 4 days. The patient was on anticoagulant therapy at the time of the bleeding event. The left lower limb angiogram was performed through a right antegrade approach, with rotarex and thrombolysis procedures using a 6 french sheath. No difficulties were reported with arterial access, sheath, guidewire, or catheter insertion. No issues were noted with insertion, deployment, or withdrawal of the device. Hemostasis was achieved during the initial procedure. Estimated blood loss the following day was significant, exceeding 500 cc. The patient was stable once the pseudoaneurysm and bleeding were addressed. Multiple arterial access attempts were not performed. The puncture site was described as a high stick. Additional information was received on 04 sep 2025: the patient's recovery date was reported as (B)(6) 2025.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be determined. The likely cause was determined to have been a high puncture site resulting in retroperitoneal bleeding. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).